Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier ous mr 2.75 x 24 mm stent delivery system was returned for analysis. A visual examination of the stent identified damage. The first row of stent struts at the proximal end of the stent were lifted and pulled in a distal direction. The stent struts in rows 2-7 of the proximal stent were pushed together. The stent showed no signs of movement and was set between the proximal and distal markerbands. A section of the undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found no issues. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the distal outer shaft and mid-shaft section and a visual examination of the inner shaft found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 93% stenosed target lesion was located in the mid left anterior descending artery. A 24 x 2.75 promus premier drug-eluting stent was advanced but failed to cross the lesion. Upon withdrawal, it was noted that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 93% stenosed target lesion was located in the mid left anterior descending artery. A 24 x 2.75 promus premier drug-eluting stent was advanced but failed to cross the lesion. Upon withdrawal, it was noted that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.